Event description:
Customer reported on a bravo capsule that failed to attach. They placed the capsule in the esophagus, pressed the plunger, and released. When they removed, they found capsule still attached to delivery system. There was no harm to pt following the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.